Event description:
The lay user /patient contacted lfs (B)(4) on (B)(6) 2010, alleging that their one touch ultra meter does not power on. The reported issue began on the evening of (B)(6) 2010 . Due to the alleged issue, he decreased his insulin to 10 units. He did not exhibit any symptoms due to the alleged issue; however, went to visit the physician on the morning of (B)(6) 2010 and obtained a 460 mg/dl on the physician's meter and was treated with insulin. This was not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The patient was using the correct vial of test strips; however, the test strips the patient had been using were expired. Issue was not resolved and the product was replaced. The complaint is being reported since he was unable to test his blood glucose due to the alleged issue, he was tested and treated with insulin by his physician for a blood glucose result of 460 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.